Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was chipped out on lower right front corner of top case and it was cracked on right plunger case. Check syringe plunger sensor was found in the event history log (ehl). Check syringe plunger sensor was found at power up; this was caused by the left flipper was intermittently stuck when plunger lever was pressed and released. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed preventive maintenance (pm), and all functional testing passed.

Event description:
It was reported that the pump showed syringe plunger sensor alarm. No patient injury was reported.